Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the depth gauge on the ankle 3 fracture system broke when the surgeons went to use it for the first screw. They were using our 3 hole posteromedial plate, right side. They had drilled the hole for the 3.5mm screw (using the 2.8mm drill), they then went to hook the depth gauge onto the far cortex of the tibia, as they pulled back to ensure it was held on the cortex, their hand whilst still holding onto the depth gauge, snapped back quickly as if something had given way. They immediately looked at the tip of the depth gauge and found the metal hook at the very tip had snapped off. The tip of this remained in the patient, the consultants tried to get this back out but because it was such a small piece (only just visible on x-ray) they decided to proceed with the case and leave it in the patient, as they believed there was no risk from the metalware remaining in the patient. It was also reported that one of the screws' threads appeared to come loose whilst inserting through the plate. Both items were requested to be decontaminated and sent back for further investigation. There was no adverse effects reported about the patient.

Manufacturer narrative:
One depth gauge was returned. Device was returned damaged. The tip of the subcomponent has broken off and was not returned (remains in patient). Device examined under magnification. Broken subcomponent exhibits a complex breakage involving a cupped fracture region; angulation of the fracture region to the device axis varies from near-perpendicular to near-parallel to the device axis at varying locations within the fracture region. Signs of ductility are not present at the fracture site (e.g. Necking). Signs of fatigue are not present at the fracture site (e.g. Progression or "seashell" marks). The flat/tapered region of the hook subcomponent is bent slightly off-axis. Length of protruding region of the hook subcomponent was measured. The root cause could not be established. Related report: 3025141-2025-00435.